Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during initial drain. The patient was connected at the time of the alarm and had not disconnected. All bags were properly spiked and connected. A patient line extension was being used, and it was connected prior to priming. There were no open clamps on unused lines. There was nothing unusual noted about the supplies. The hp had connected the patient line extension prior to prime as she should have, but had left the clamp closed during prime. She then connected and opened the clamp during initial drain. The baxter technical services representative (tsr) explained that the alarm meant that there was air in the line and had the hp cycle the power to receive a system error 2367. The tsr then advised the hp to end therapy and start over with new supplies. The tsr explained that the patient extension line clamp needed to be opened prior to prime so that the line can prime completely. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event. This writer informed the nurse about the patient's user error. She stated that as far as she knew, the patient was continuing therapy on the homechoice and there were no adverse effects in relation to this event. Bps contacted the home patient on (B)(4) 2012. She stated that it was her user error alone that caused the air in the patient line, and made no allegations against any of baxter's products. Therapy has been going well since.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.